Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 28mm mitral annuloplasty band, the band was explanted and replaced with 31mm annuloplasty ring. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that prior to fully suturing in the 28mm band, the band was replaced with a 31mm ring. The physician reported a larger annular device was needed. No additional adverse patient effects were reported.  Patient weight added. If information is provided in the future, a supplemental report will be issued.